Manufacturer narrative:
(B)(4). Originally on 28-jul-2015 the field service representative (fsr) replaced the roller pump pod as a precaution. The fsr performed preventive maintenance (pm) inspection and service testing was completed. The unit operated to manufacturer specifications and was returned to clinical use. The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) inspected the pump pod and tested under normal conditions and after a cold soak with no pump stop/error message observed. The roller pump was then opened for an initial inspection and no anomalies were observed. Testing of the pump at various speeds, flexing cables and boards and monitoring the motor phase signals found no issues. The pump was reopened and the wire terminals were inspected from the hall sensor cable coming from the motor and the brown wire (pin 2, hall ab signal) was found to have a bad crimp. The stripped wire was not crimped into the wire-crimp area but was loosely attached in the insulation-crimp area resulting in intermittent connections. Further testing manipulating the wire reproduced the service pump message and pump stoppage. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00770. Evaluation is in progress, but not yet concluded the field service representative (fsr) replaced the roller pump. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Manufacturer narrative:
(B)(4). Perfusionist believes he overoccluded and that is what caused the issue. Per the field service representative (fsr), this customer has been serviced by a third party company.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the main roller pump stopped running twice. A "service" error message was displayed on the pump at the time. The device was not changed out, the perfusionist (ccp) restarted and finished case with minimum amount of occlusion. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2015: the perfusion team uses a 3/8" inner diameter (ID) x 3/32" wall tubing in the arterial pump. There were no issues observed during set-up and priming of the cpb circuit and no issue with setting occlusion. During cpb, at a flow rate of about 5.5 liters per minute (lpm) (200 revolutions per minute [rpm]), the arterial roller pump suddenly stopped without warning. There was no audible tone, and the perfusionist just happened to look at the pump and noticed that it had stopped. The message area of the pump displayed: service pump error. In concern the pump was overoccluded, the roller occlusion was backed off a few clicks and the pump was re-started without issue. No more issues observed the rest of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.